Event description:
Information was received from a patient representative regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and prialt (ziconotide). It was reported that the patient underwent surgery during which the "wire was cut and later patched". The patient's dosage was reduced to a minimal level. The patient went "like after surgery without it hardly even working" and they later returned to have the pump reprogrammed. Additional information received indicated that, "about 6 weeks ago probably", the patient went in for back surgery and, when doing the surgery, they accidentally cut the "wire" and they were worried about it leaking. They did "some type of repair" and turned the pain pump on but to a lower setting. They were able to give "more of a setting" and the patient was able to get their bolus working for 3 weeks.

Manufacturer narrative:
Continuation of d10: product ID 8781, serial# (B)(6) implanted: (B)(6) 2013: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 12-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.